Event description:
Dexcom g7 glucose sensor was giving readings that were much lower that than my actual glucose level, so my insulin pump was not giving the correct amount of insulin. I was also correcting my glucose according to the reading which made my actual glucose level way too high. Once I figured out the dexcom g7 monitor was wrong I tried to calibrate it, which didn't work. I had to remove the sensor and insert a new one. Because I removed the sensor prior to its expiration I needed to get a replacement sensor from dexcom. I was on hold for 1 hour and 11 minutes before speaking with a person. There is an option to have dexcom call back when someone would be available. I've tried that before and nobody called me back. I think this is unacceptable due to being a medical device and dexcom needs to change its customer service staffing problem and its product quality.